Event description:
The report received from the affiliate indicated that pci was being performed on a 90% de novo lesion in the distal left circumflex that was moderately calcified and slight tortuous. Pre-dilation was conducted with a 2.5 balloon (ryujin) and then a 3.0x13mm cypher stent was being delivered to the target lesion, but the cypher could not reach the target lesion for deployment. While trying to deliver the cypher, because the stent was about to dislodge from the stent delivery system (sds) and the physician confirmed the stent to be shifted on the sds per angiography, he did not retrieve the cypher. In order to avoid the stent dislodgement, the cypher was implanted in the proximal left circumflex, proximal to the originally planned target lesion. The procedure was finished with only poba. There was no reported pt injury. The sds will not be returned for analysis because the product was discarded by the hospital.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. Additional info received will be submitted within 30 days upon receipt.